Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. The pump had cracked battery tube threads, reservoir tube, and case window display corner and scratched lcd window. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 535 mg/dl. The customer treated with 10 units of manual injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to remove infusion set from body and check for bent cannula. The customer found the cannula bent. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.